Event description:
It was reported PICC nurse was called to troubleshoot a PICC line that wouldn't flush or aspirate. PICC nurse observed that the PICC was inserted all the way to the hub, she tried to flush and aspirate with no success. She pulled line back to the zero mark and tried to flush and aspirate again. Ultimately, she pulled line as it was problematic. Upon visual inspection, she saw a white mark located between the 2 and 3 cm markings. Description from the nurse is that the polyurethane looks like it was ¿worn thin¿. Line was indwelling from on (B)(6) 2025. No patient harm occurred. Additional information provided 09/02/2025: sl PICC inserted with 0cm external, trimmed to 46cm. Upon initial assessment, PICC was hubbed. PICC pulled back to 0cm, flushed and aspirated well. After dressing, could not flush or aspirate.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a kink was observed at the 3 cm depth marking. The catheter kink contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ 'c' shaped impressions leading into the kink site which are consistent with material. Buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the kink cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed damage; however, the specific circumstances surrounding how kinking occurred were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.